Manufacturer narrative:
Manufacturing evaluation was completed. Visual inspection noted that the cable jammed along the outside of the collet assembly, and the collet assembly no longer moves. Destructive testing results found that once the device was lubricated, it functioned as intended without fail. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Hospital address and telephone not available for reporting. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part #391.201, synthes lot#p228673. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 23-dec-2015. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgery for the femoral diaphysis fracture took place on (B)(6) 2017. The locking compression plate (lcp) for the distal femur and the cerclage cable were used for the procedure. Although tension was applied in order to perform the fixation after the bone reduction, the tension knob of the cable tensioner did not turn beyond the indication showing 20 kg. The surgeon loosened the knob and detached the cable tensioner. After cleansing blood on the cable and the tensioner, these were reconnected with the attachment bit. Although tension was applied, the tension knob did not turn beyond the indication showing 20 kg again. The cable tensioner was detached again to make sure the tension knob was turning. When the cable was re-connected to the tensioner and the tension knob was being checked again, the cerclage cable was stuck in the cable tensioner. The cerclage cable was cut, the tensioner was also removed, and then the reduction was tried again from the beginning. Since the tensioner could not be useful, a competitor¿s cable was used in order to complete the fixation procedure to the reduced bone area successfully. The surgery was extended for 60 minutes. Even though no adverse consequence to the patient was reported, medical follow-up was planned. Concomitant devices reported: provisional tensioning device (391.884, lot p076628, quantity 1), attachment bit (391.883, lot p076627, quantity 1). This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).